Manufacturer narrative:
Device power up properly after battery installation. Device was monitored and no frozen display anomalies noted. Power connector plug in and locked in place properly. Device passed displacement test and active current measurement. Device received power supply test failed during self-test during self test, failed sleep current measurement and received unexpected battery power loss due to moisture damage on electronic assemblies. Device received with cracked case ,cracked case-corner of belt clip rails, and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump received the frozen display. The customer blood glucose level was unknown. The customer stated that the insulin pump was exposed to the moisture. The customer stated that the hairline fracture on the back of the insulin pump. The device will be returned for the analysis.